Event description:
Customer reported their adc device had unspecified damage prior to use. As a result, customer was incapable of testing and experienced weakness, could not think straight/could not comprehend and had "sensation of fire on their head". The customer was unable to self-treat, requiring treatment with two bags of glucose (IV) provided by hcp after both the hcp meter and laboratory results showed glucose readings of 20 mg/dl for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.